Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an infiniti diagnostic catheter kinked in the aorta. An unknown wire was inserted in an attempt to straighten the catheter, but the tip of the catheter dislodged, traveled down to the iliac crest, and stopped where the sheath was. The separated piece was able to be snared using an unknown device. There was no patient injury reported. The device was clinically used and will be returned for analysis. The intended procedure was a diagnostic angiography of left coronary artery. There was no calcification, tortuosity, vessel angulation or stenosis. The device was not used for interventional purposes. The device was not resterilized. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. The device was inserted through a 6f non-cordis sheath. The patient was discharged the next day with no issues. No resistance was met while advancing the device. No excessive torquing was required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of separation. No resistance was met while withdrawing the device. The device separated approximately 2 inches from the distal end. The device used to snare the separated section was a non-cordis device.

Manufacturer narrative:
Complaint conclusion: during a diagnostic angiography of the left coronary artery, an infiniti diagnostic catheter kinked in the aorta. An unknown wire was inserted to straighten the catheter, but the tip of the catheter dislodged, traveled down to the iliac crest, and stopped where the sheath was. The separated piece was able to be snared using an unknown device. The patient was discharged the next day with no issues. There was no calcification, tortuosity, vessel angulation or stenosis. The device was not used for interventional purposes. The device was not resterilized. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. The device was inserted through a 6f non-cordis sheath. No resistance was met while advancing the device. No excessive torqueing was required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of separation. No resistance was met while withdrawing the device. The device separated approximately 2 inches from the distal end. The device used to snare the separated section was a non-cordis device. No other information was reported. The device was retuned for analysis. A non-sterile diagnostic cath f6inf tl jl 4 100cm was received inside a plastic bag. Per visual analysis, the catheter body presented with a separation at 8.7 cm from distal section. Also, one kinked condition was noted on the catheter body at 7 cm from distal end. Dried blood residues were noted inside the catheter. No other damages were found. Per dimensional analysis, the catheter outer diameter (od) and inner diameter (ID) were measured near the separated area and kinked condition and the results were found within specification. Per microscopic analysis, the separated catheter was inspected under the vision system and it was noted that the separated area presented with evidence of elongations, these characteristics suggest that the device was induced to stretching/pulling events that exceed the material yield strength prior to the separation. A product history record (phr) review of lot 17788031 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿brite tip/distal tip - kinked/bent - in patient¿ and ¿brite tip/distal tip - separated - in-patient¿ were not confirmed since no damages were found on brite tip/distal tip. However, a separation and one kinked condition were found on the catheter body. The exact cause of the separation and kinked condition could not be conclusively determined. Nonetheless, during the microscopic analysis it was observed that the separated area presented with evidence of elongations, these characteristics suggest that the device was induced to stretching/pulling events that exceed the material yield strength prior to the separation. Per the instructions for use, which is not intended as a mitigation, ¿exposure to temperatures above 54c (130f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters.¿ neither the phr review results, product evaluation results suggest that the observed damages could be related to the manufacturing process.